Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The high o2 concentration alarms were generated, when o2 concentration was being set for longer period e.g. 2-3 days. During check up of the device, also during short term testing of the ventilation the issue was not reproduced. The o2 sensor was replaced before as part of troubleshooting, but the issue persisted. The issue was discussed with subject matter expert (sme) and it was requested to check with external device if this issue is with delivery or measurement. It was confirmed that the issue is with delivery, hence per the sme's recommendation the defective part is most likely o2 gas module. The o2 gas module regulates the inspiratory gas flow and gas mixture. Our conclusion is that the o2 gas module was the cause of the failure. In order to conduct further analysis of the case, more detailed information is required. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).